Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "lens placed at opposite axis" (malposition of device [iol (intraocular lens) implant]); "unapproved lens/cartridge/handpiece/viscoelastic combination" (use of device issue). A surgeon reported she placed an intraocular lens (iol) on the opposite axis, and then rotated the iol in a secondary procedure. The surgeon reported the use of an unapproved lens/cartridge/handpiece/viscoelastic combination. In a follow-up, the surgeon reported the device did not cause or contribute to the event. The event resolved following the iol rotation.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The surgeon reported the use of an unapproved lens/cartridge/handpiece/viscoelastic combination. Additional information was requested on 05/28/2010 and 06/15/2010 by phone, fax, and mail. A completed questionnaire was received on 07/09/2010. (B)(4).